Manufacturer narrative:
During a standard treatment, a dental electrical handpiece got hot and burned patient on cheek. The analysis did show that the head had a dent which caused the backcap button to stick in. This caused a lot of friction and as a result the head heated up. Issue occurred in (B)(6) with similar device than distributed in the us.

Event description:
During a standard treatment, a dental electrical handpiece got hot and burned patient on cheek.